Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) in less than four years. It was also reported that the right atrial (ra) lead was dislodged and removed unintentionally during the prophylactic removal of the right ventricular (rv) lead lead. The ICD and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.